Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen became partially unresponsive and a crack was observed on the display, consistent with physical damage to the user interface component. Symptoms included no clinical symptoms. Outcomes included no patient impact. Investigation included troubleshooting with the healthcare professional, visual inspection via guided checks, and device replacement with instructions for return of affected units. Investigation of this case revealed damage to the screen that impaired touch responsiveness, consistent with a broken or cracked display and resultant failure of the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.